Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 syringes flu plus 0.1-1ml var dose 23x1 leaked while administering the covid-19 vaccine. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from spanish to english: "the incident occurred during the administration of the covid 19 vaccine. The nurse who used it reported that when she pressed the plunger to administer the dose, she observed that part of the liquid was leaking through the connection between the syringe and the needle. This meant the loss of that dose of vaccine since, being a very small volume, they could not ensure that the vaccine had been put in the correct way. The problem happened with 5 devices from the same batch. Additional info: the liquid was exposed to the skin in some of the cases. Most were detected when the liquid was loaded, but in one or two of the cases it was detected when the vaccine was administered and the liquid refluxed out."

Manufacturer narrative:
Investigation: a device history record review was performed for provided lot number 2101419 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, three picture samples were returned for evaluation by our quality engineer team. Through examination of the pictures, droplets could be observed in the barrel; therefore, the reported defect was identified. Based on the provided feedback and the picture samples, it is possible that the leakage resulted from damage to the plunger lip component. Without the physical sample and with no abnormalities detected during the production process, this exact cause cannot be confirmed.

Event description:
It was reported that 5 syringes flu plus 0.1-1ml var dose 23x1 leaked while administering the covid-19 vaccine. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from spanish to english: "the incident occurred during the administration of the covid 19 vaccine. The nurse who used it reported that when she pressed the plunger to administer the dose, she observed that part of the liquid was leaking through the connection between the syringe and the needle. This meant the loss of that dose of vaccine since, being a very small volume, they could not ensure that the vaccine had been put in the correct way. The problem happened with 5 devices from the same batch. Additional info: the liquid was exposed to the skin in some of the cases. Most were detected when the liquid was loaded, but in one or two of the cases it was detected when the vaccine was administered and the liquid refluxed out."

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 2101419. The review did reveal one potentially related quality notification in regards to the hub component during manufacture. However, we are confident that our non-conforming material process was carried out correctly and that all faulty product was properly segregated from the manufacturing process. To aid in the investigation of this issue, three picture samples were returned for evaluation by our quality engineer team. Through examination of the pictures, droplets could be observed in the barrel; therefore, the reported defect was identified. Based on the provided feedback and the picture samples, it is possible that the leakage resulted from damage to the plunger lip component. Without the physical sample, this exact cause cannot be confirmed.

Event description:
It was reported that 5 syringes flu plus 0.1-1ml var dose 23x1 leaked while administering the covid-19 vaccine. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from spanish to english: "the incident occurred during the administration of the covid 19 vaccine. The nurse who used it reported that when she pressed the plunger to administer the dose, she observed that part of the liquid was leaking through the connection between the syringe and the needle. This meant the loss of that dose of vaccine since, being a very small volume, they could not ensure that the vaccine had been put in the correct way. The problem happened with 5 devices from the same batch. Additional info: the liquid was exposed to the skin in some of the cases. Most were detected when the liquid was loaded, but in one or two of the cases it was detected when the vaccine was administered and the liquid refluxed out."